Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device not working. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca burned, display no working, outlet seal contaminated and heater plate contaminated. The customer complaint was reproduced. There was two error codes has been identified. The device was scrapped.